Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user caretaker at the nursing home alleges the rubber is coming off of the wheels.